Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated that there had not yet been a procedure. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was in the atrium. The rv lead was capturing the atrium, however it was sensing atrial activity so the patient was not getting double paces in the atrium. A lead revision planned to take place in the near future. There were no patient symptoms reported as the patients indication for therapy was atrial pacing.